Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the backlight does not come on at all making it difficult to read display. Customer's blood glucose level was unknown at the time of incident. Customer stated that insulin pump battery life was down to a month and a half and there are scratches on the display screen. The insulin pump will not be returned for analysis.